Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject coil detached during the procedure when an attempt was made to retract it into the microcatheter to reposition the subject coil. No clinical consequences reported to the patient.

Event description:
It was reported that the subject coil detached during the procedure when an attempt was made to retract it into the microcatheter to reposition the subject coil. No clinical consequences reported to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil device was returned together with the sl-10 microcatheter and un-known guidewire. The sl-10 microcatheter and guidewire were found to be intact. The subject main coil was found to be stretched and detached from the delivery wire and stuck inside the microcatheter due to the dry blood. The coil introducer sheath and the sdw (stent delivery wire) were not returned. An attempt was taken to remove the subject coil from the microcatheter for further analysis. The subject coil device could not be flushed due to dry blood within the microcatheter. The subject coil could not be pushed using returned guidewire. The subject coil was pulled out from the distal end of the microcatheter. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During analysis, the main coil was found to be stretched and detached from the delivery wire and stuck inside the microcatheter due to dry blood. The delivery wire was not returned. An assignable cause of procedural factors will be assigned to the as reported/as analyzed 'main coil prematurely detached/separated during use' and main coil stretched', as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.